Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an enema bag. The customer reports the nurse accidentally did not take off the blue cap on the tap water enema and the blue piece ended up being lodged in the patients colon. The facility stated the patient underwent a flexible sigmoidoscopy (flex sig) procedure to remove the blue piece. The patient is stated as stable and has been discharged.

Manufacturer narrative:
Submit date on: 06/03/2013. An investigation is currently underway, upon completion the results will be forwarded.